Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A user facility provided the implant date of a patient with endophthalmitis following intraocular lens (iol) implant surgery. Additional info has been requested. There are five medical device reports associated with this event. This file is for a patient implanted with an iol on (B)(6) 2007.